Event description:
Customer reported the max output dose is too high in normal and boosted fluoro modes. During installation.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and recalibrated the ma limiter file. System operates as intended.